Event description:
It was reported that it was difficult to get the stylet out of the lead once the burr hole device clip was closed. Provider said it was very tight, which made it challenging to get it past where the clip is on the burr hole device. Additionally, the length of the stylet that was exposed was very small, making it hard to pull it out. Provider stated that this occurred with both leads. The issue resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.